Manufacturer narrative:
E4 should have been left blank on the initial manufacturer device report number 1220648-2024-16122 as it is unknown if the initial reporter also sent the report to the food and drug administration. G1 reporting contact email revised on manufacturer device report 1220648-2024-16122 in accordance with updated procedures. H6 investigation conclusions code 11 was erroneously entered on the initial manufacturer device report number 1220648-2024-16122.

Manufacturer narrative:
The impella device was not received form the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as a part of the retrospective review of historical records.

Event description:
The user facility reported that a 47 year old female on impella cp for mechanical circulatory support due to acute myocardial infarction. It was reported that after a short time on support, there was a drop in pump performance with suction alarms and position alarms. Physicians tried impella repositioning and high dose of volume. During support, the patient required resuscitation. As a result, the impella was explanted due to continuous suction and position alarms that could not be corrected. After return of spontaneous circulation was achieved, it was further reported that the patient expired. The patient's outcome was reviewed by abiomed's medical safety officer (mso) and it was determined that use of the device cannot conclusively be associated with the outcome.